Event description:
It was reported that a user experienced loss of glucose data on the ilet while dexcom g7 continuous glucose monitor (cgm) readings were present in the dexcom app, and a sensor reconnecting alert was active on the ilet. No adverse clinical symptoms reported, and blood glucose was not affected. Outcomes included no injury and no medical intervention or hospitalization. User support included technical troubleshooting and user education, which involved re-entering the dexcom g7 sensor code on the ilet and counseling on expected pairing time. Investigation of this case revealed a communication/pairing interruption between the cgm and the ilet with restoration of function after re-entry of the sensor code, consistent with transient signal loss to the pump rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption resolved through standard pairing procedures.